Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a confirmed blood glucose level of 49 mg/dl by glucometer. The cgm displayed the bg as 201mg/dl. The user consumed carbohydrates and glucose levels improved to 122 mg/dl. Paramedics were contacted but no hospitalization occurred.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.